Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that an asymptomatic patient presented via merlin.net. The pulse generator exhibited back-up vvi operation. The patient was brought into clinic for further evaluation. After a device software download, normal function resumed.